Manufacturer narrative:
Conclusion: assistant stated that they do not ligate as the rubber dam is always placed first. Analysis of returned broken clamp: eval date: 10/10/2012. Document no: (B)(4). Item evaluated: clamp style 13a. Lot no: c1. MFR date: 07/2011. Receipt date: 10/08/2012. Complaint: broke after 3 or 4 uses in the pt's mouth. Eval summary: the clamp is distorted from its original shape. When reassembled it was obviously permanently deformed , unable to return to its original formed shape and jaw proximity. Cause of breakage: misuse. Conclusion: overextension of the clamp caused permanent deformation to the clamp and subsequently breakage of the clamp. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.

Event description:
Dealer returned clamp for credit contacted the dental office. Spoke to an assistant. She said she sent it into (B)(4) a few months ago. She said that the clamp was ordered on 04/18/2012. She said that they used it maybe 3 or 4 times and it broke. She said that she did not remember who the pt was but she did remember the incident because it was quite odd that it broke. She said the rubber dam was in place and they do not ligate as the rubber dam is always placed first. She said it broke right along the bow while it was on the tooth. She said both pieces landed on the rubber dam. I asked if she knew which tooth it was on. She said that they usually use the 13a on the first molars. She did not provide pt info or incident date.